Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist used the procedure of immediate load. In addition, the dentist reported that the perforation of the sinus membrane has occurred during surgery.

Event description:
The clinician reported that four month's after the dental implant was placed in patient¿s mouth, non-osseointegration was observed and without primary stability was achieved. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that four month's after the dental implant was placed in patient¿s mouth, non-osseointegration was observed and without primary stability was achieved. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.